Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of a patient infusion, the "needle" contained in the micro-drip cannula of a plexitron nitroglycerin set with duo-vent spike was detached. It was further reported the needle was moving throughout the administration tube and reached the injection site without infiltrating the patient due to the catheter lumen. There was no patient injury or medical intervention associated with this event. No additional information is available.